Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring incontinence due to device not working properly. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Updated b5 updated c2/d10 concomitant devices updated h6 device codes updated d4 model number, lot number, catalog number, expiration date, and unique identifier correction to h6 evaluation conclusion code.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence as a result of the device not working as intended. The physician suspected there was fluid loss from the device due to the air found in the system. The aus was replaced. There were no patient complications reported.